Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume multirate infusors were blocked during use with etoposide + adriamicine + vincrincine for 24 hours. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from march 25, 2022 - march 26, 2022. H10: three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer from the first and second samples. However, flow of fluid was not observed from the third sample. Force prime was attempted to revive flow in the third sample, but flow was not observed. Inspection on the flow restrictor housing was performed on the third sample, which revealed that the cause of the flow problem was due to micro-air bubbles which blocks the fluid path inside the lumen of the capillary glass. A functional flow rate test was performed on the first and second samples, and the flow rates were found to be within the product specification range. The reported condition was not verified in the first and second samples and was verified in the third sample. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.